Manufacturer narrative:
(B)(4). Batch #: unk. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Additional information was requested, and the following was obtained: please clarify how the device ¿misfired". The device did not misfire. It jammed. The clip application device did not fully advance the clips and then it jammed. Did device not feed clips into the jaws? If it did feed clips, did it feed them sideways? No, device did not feed them into the jaws. Did clips not advance fully into the jaws? No, they did not. Did device not fire clips (jammed)? No, it did not fire clips. It jammed. Did device fire malformed clips? No, nothing fired. Did device fire scissored clips? No, nothing fired. Did device drop or eject clips? No. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: there is a discrepancy in the additional information that was provided to us. Additional information received on may 4, 2022 stated ¿it did not allow the staple to close completely¿ additional information received on may 23, 2022 stated ¿did device fire malformed clips? No¿. Did this device fire malformed clips?

Event description:
It was reported that during lap cholecystectomy they attempted to staple across cystic duct using 5mm port endostapler. They noted it did not allow the staple to close completely and when trying to fire further staples it misfired. New device worked as expected and there were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 6/17/2022. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the el5ml device was returned without apparent damage. In addition, 2 malformed clips were returned inside a plastic bag. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, one clip partially formed was feed due to an anti-backup failure and then it fed and formed 10 conforming clips as expected. In addition, the device lockout as intended. In order to evaluate the device¿s internal components the instrument was disassembled. Upon disassembling of the device, the trigger insert teeth were found to be not molded properly causing the anti-backup failure. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: insert the clip applier through an appropriately-sized trocar. The empty jaws will passively collapse as they are inserted through a 5 mm trocar and reopen when completely through the trocar. Prior to loading a clip in the jaws and firing the instrument: ensure that the jaws are fully open by verifying that the line of demarcation between the jaws and the instrument shaft is past the distal end of the trocar cannula. Prior to positioning the jaws around the tubular structure or vessel, load a clip into the jaws by partially squeezing the trigger in a smooth continuous motion for approximately one-third of the total firing stroke. Position the jaws with the preloaded clip completely around the tubular structure or vessel to be ligated. The structure to be ligated should be positioned against the apex of the clip.

Manufacturer narrative:
(B)(4) date sent: 6/3/2022 additional information was requested and the following was obtained: please clarify how the device ¿misfired". The device did not misfire. It jammed. The clip application device did not fully advance the clips and then it jammed. Did device not feed clips into the jaws? If it did feed clips, did it feed them sideways? No, device did not feed them into the jaws. Did clips not advance fully into the jaws? No, they did not. Did device not fire clips (jammed)? No, it did not fire clips. It jammed. Did device fire malformed clips? No, nothing fired. Did device fire scissored clips? No, nothing fired. Did device drop or eject clips? No based on the response obtained, attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. There is a discrepancy in the additional information that was provided to us. Additional information received on (B)(6), 2022 stated ¿it did not allow the staple to close completely¿ additional information received on (B)(6) 2022 stated ¿did device fire malformed clips? No¿. Did this device fire malformed clips?